Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During follow-up, a high capture threshold and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported events of dropped sensing and elevated pacing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.